Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the performance of the device has decreased. The pt refers background noise and loudness variations. The external parts were replaced. Testing showed the device has malfunctioned.